Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the articulation knob was separated from the handle. There is a split seam on one side of the instrument¿s collar .pmv functional testing could not be done due to the state of the device. Visual evaluation of the clinical device: the retraction knob was fully retracted, the trigger was observed in the fully released position. Also the articulation cover was received disengaged from the articulation knob assembly. Evidence of proper welding was observed in the upper rotation knob; energy directors of the articulation cover were deformed as intended in all four quadrants. Upper and lower articulation knobs welding was observed severely ruptured, as if it was mistreated. The irregular separation suggests that the assembly was properly welded. Analysis was performed in order to determine the most probable root cause for this failure investigation. Manufacturing process factors were discarded as potential causes for the confirmed condition. Based in the visual evaluation, the articulation knob assembly welding rupture, as observed, suggests that the instrument was mistreated during the clinical procedure. The detachment of the articulation cover from the upper articulation knob can be cause when trying to articulate the articulation lever applying excessive force to the instrument articulation mechanism. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic deep anterior resection procedure. During transection of the rectum, the device was able to fire, yet some of the staples were not formed well. There was a very large tumor and it was very difficult to place the stapling device to the desired position. After firing the 45-3.5 reload some staples were not formed well and the staple line remain incomplete. The device was difficult to fire. A further transection was made to correct the insufficient first staple line. There were no issues loading or unloading the device. No reinforcement material was used. No known impact or consequence to patient. The patient is in good condition and released from the hospital. The patient had undergone chemotherapy or radiation treatments

Manufacturer narrative:
Post market vigilance (pmv) received one device in a damaged condition. The visual inspection of the returned product noted the articulation knob was separated from the handle. There is a split seam on one side of the instrument¿s collar. Pmv functional testing could not be done due to the state of the device. If information is provided in the future, a supplemental report will be issued.